Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd). The patient had not followed up in years and did not have latitude. The interrogation during the follow-up revealed a message indicating the device had depleted. The device had only been implanted for approximately 5 years. The device was explanted and replaced. No additional adverse patient effects were reported. The device was expected to be returned for analysis.